Manufacturer narrative:
After review of additional information, device code of (B)(4) no longer applies and was updated to (B)(4) to capture event more accurately. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with rep clarifying that the device not sitting well in pocket was that it was loose. The cause was not known and their pocket revision date was (B)(4) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that patient's device was not sitting well in the pocket and that they were scheduled for a revision of the pocket area. No symptoms or further complications were reported.